Event description:
During the coronary stenting procedure, the physician was unable to deploy the 2.5 x 13mm cypher stent. No other information is available at the moment.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.